Event description:
It is reported that: the pt received a letter regarding the recall. He has had no post operative visits since the implant because he lives in a different state. The pt had x-rays taken in (B)(6) 2012 which he sent to his surgeon. The pt states that he occasionally experiences a burning sensation on the side of his right hip and a pulling sensation like a muscle pull in the groin area and the front of the hip.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.